Event description:
An asymptomatic patient presented in the ER with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate high voltage therapy. Varying r-wave and t-wave amplitudes were also observed. The lead was capped when oversensing could not be reprogrammed.

Manufacturer narrative:
No medwatch form was received.